Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had kinked tubing. The following information was provided by the initial reporter: 6/10/25 - could not get the fluids or medications to flow. Untucked the arms and found the IV tubing kinked. This was a carotid case that had nitroglycerin and levophed that was being administered. Additional information received from the customer: is the lot number known? No were there any adverse events associated with this incident? Delay of treatment in a critical case.

Manufacturer narrative:
One photo of product mx4452 was submitted for quality evaluation. Inspection of the photo shows that the infusion set tubing was kinked. Further analysis indicates that even though the tubing was kinked, there appears to be fluid on both sides of the tubing kinks. The customer complaint of tubing kinked was confirmed. Investigation may be forwarded to manufacturing for further analysis. After review of the information submitted, it was determined that the issue could not be a manufacturing issue. Additionally, the photo provided was not sufficient enough to determine a root cause, confirm excess solvent, or if the set was coiled correctly. The root cause for the issue could not be determined. A device history record review could not be performed because the lot number is unknown.